Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell. The home patient (hp) stated that one of the bags fell off and became disconnected. The technical service representative (tsr) explained the alarm, assisted to clear the alarm, advised to either start over with new supplies or finish with manual supplies and advised the hp to call the nurse. The hp wanted to end therapy for the night. Proper procedures per the user manual were reviewed with the hp. During a follow up with the hp, it was revealed that the disconnect happened while the patient was sleeping. They heard the hc making noise so they put a pillow on top of the bags. The hp stacked the supply bag on top of the heater bag as a practice. They woke up to a noise and the pillow had fallen as well as the bag. The patient closed off the transfer set then contacted the nurse. Baxter advised the hp not to stack the bags and try to get a separate area for the supply bag to lie. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is currently being investigated under (B)(4).